Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise on the electrogram. Impedance measurements were within normal values. There was oversensing causing pacing inhibition that resulted in a lower than expected heart rate. A decision was made to replace this lead. A revision procedure was performed. This lead was surgically abandoned and replaced. Lead damage was suspected. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.